Event description:
The initial reporter stated that pump did not alarm air in line as expected. They stated that it failed to alarm. Mmdg did follow up with the initial reporter who stated that the complaint had occurred during testing and had no effect on a patient. No additional information was provided. (B)(4)

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-comformances. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.